Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open sores from the garment cutting into her skin. There was no alleged device malfunction contributing to the irritation. The patient used wound cleaner and triple ointment the patient was then a nurse applied desitin barrier cream to the sores. Follow up indicated the irritation improved.